Event description:
Allegedly, a study was published in the belgian orthopedic act on medial pivot total knee arthroplasty, in which there were 304 cases of which 12 had complications and 5 ended in revision surgery. Four of these revisions occurred due to an infection, the second patient will be captured in this incident while the other 3 will be captured in groups (B)(6).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.